Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, fever and vomiting. The cause of peritonitis was unknown. Two days before peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (1gm/every 5th day/intraperitoneal) and ceftazidime injection (250mg/three times a day/intraperitoneal) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.